Event description:
The physician was attempting to implant a resolute integrity drug eluting stent to the left circumflex, left main. In trying to deliver the stent around the angle of the left main, left circumflex, the stent became entrapped, and subsequently dislodged from the balloon. Unsuccessful attempts were made to snare with multiple snares - a 2mm and a 4mm snare, but could not retrieve the stent. Evaluation summary : the distal tip was slightly flared indicating that it may have been stubbed during advancement. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however, is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. The stent was not present on the balloon. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent embolization (dislodgement) is listed in the product IFU as a potential adverse event associated with the use of coronary stenting devices. Patient's condition affected effectiveness of device-the root cause of the reported event was most likely due to patient vessel morphology. Evaluation conclusion: inherent risk of procedure-stent embolization (dislodgement) is listed in the product IFU as a potential adverse event associated with the use of coronary stenting devices. 50 device failure/lack of effectiveness related to patient condition-the root cause of the reported event was most likely due to patient vessel morphology. (B)(4).